Manufacturer narrative:
The customer indicated the use of a qualified cartridge. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a handpiece, which is not qualified for the lens/cartridge combination used. Two viscoelastics were indicated, only one is qualified for this lens/cartridge combination. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. A completed questionnaire was received. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was explanted due to an unexpected outcome. A lens of a similar model of a half diopter more power was implanted back into the patient's eye. In a follow up, the surgical coordinator reported that the cause of the event is unknown and the event resolved after intervention.